Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of essure remained in uterus') and device expulsion ('fragment of essure remained in uterus') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included uterine prolapse, paratubal cyst, endometriosis, bartholin's cyst, adenomyosis and leiomyoma nos. Concurrent conditions included pelvic pain, drug allergy, uterine bleeding and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2016-right and on (B)(6) 2020-left essure, total hysterectomy with bilateral oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: 1. Right fallopian tube with essure, salpingectomy - unremarkable fallopian tube with fimbria and paratubal cyst. - medical device, consistent with essure. 2. Left fallopian tube with essure, salpingectomy - fallopian tube with fimbria and focal endometriosis. - medical device, consistent with essure. 3. Left bartholin cyst, excision - bartholin's gland cyst.. Ultrasound scan - in 2019: fragment of essure remained in uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of essure remained in uterus') and device expulsion ('fragment of essure remained in uterus') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included uterine prolapse, paratubal cyst, endometriosis, bartholin's cyst, adenomyosis and leiomyoma nos. Concurrent conditions included pelvic pain, drug allergy, uterine bleeding and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2016-right and on (B)(6) 2020-left essure, total hysterectomy with bilateral oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: 1. Right fallopian tube with essure, salpingectomy unremarkable fallopian tube with fimbria and paratubal cyst. Medical device, consistent with essure. 2. Left fallopian tube with essure, salpingectomy fallopian tube with fimbria and focal endometriosis. Medical device, consistent with essure. 3. Left bartholin cyst, excision bartholin's gland cyst.. Ultrasound scan - in 2019: fragment of essure remained in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received. Event removal is replaced with fragment of essure remained in uterus. Lab data, reporter, concomitant condition and medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.